Event description:
According to the reporter: a re-operation was conducted after staple line leak was found. Reporter was not clear about the amount of blood loss. No further information has been provided. Additional attempts have been made to obtain more patient and event details.

Manufacturer narrative:
MDR initial report submitted: 01/05/2009.